Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 05/02/2018 stating that this lead had noise. Reviewed several electrogram (egm )the high frequency noise starts and stops at rv channel. It was also agreed that this is electromagnetic interference (emi). The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).